Event description:
It was reported that a malfunction occurred with a code labeled as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided information and assisted the customer with the pump reset.